Event description:
The patient was enrolled in the (B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. On (B)(6) 2017, the index procedure was performed. The target vessel was located in the right superficial femoral artery (sfa). The target lesion had 90% stenosis, a reference vessel diameter of 5mm, a length of 80mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation using 5mm x 80mm mustang balloon and standard percutaneous transluminal angioplasty (pta) was performed. There was 70% residual stenosis following pre-dilatation and a 5mm x 120mm innova stent was placed. The lesion was post-dilated using a 5mm x 80mm balloon and residual stenosis was 0%. The patient was discharged on (B)(6) 2017 on aspirin and clopidogrel. In (B)(6) 2018, the patient experienced claudication in the right sfa. On (B)(6) 2018, arteriography revealed complete diffuse isr across the length of 7cm of the right sfa. On (B)(6) 2018, there was 90% isr in the right mid sfa. The isr was treated with pta using 5mm x 80mm balloon. There was 0% residual stenosis post dilation. The event was then considered to be resolving.